Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed on time by relocating the patient to another examination room. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to boot up. . During inspection, the fse found that the system could not fully initialize. The system log indicated a reset of geometry, but the root cause of the issue was not identified. Further troubleshooting led the fse to resolve the problem by reinstalling the software on the suite pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.